Manufacturer narrative:
The device was sent in for evaluation and the customer¿s allegation was confirmed. It was determined, the biopsy channel was leaking. In addition, it was noted, multiple elements were broken; the ultrasonic probe unit pink rubber was cut and chipped, forceps passage tear marks and leaking, and the control knob was also experiencing play. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis exera ii ultrasound gastrovideoscope was leaking. Upon inspection and testing of the returned device, ultrasonic probe unit pink rubber was found to be cut and chipped. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of physical stress of the ultrasonic probe unit pink rubber found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.